Manufacturer narrative:
The bed passed quality control (qc) checks and met specifications before and after pt placement. The complaint that the bed deflated could not be confirmed or duplicated.

Event description:
The following was reported to kci by the physician: on (B)(6) 2012, the bed allegedly deflated after the pt was transferred to the bed from the operating room table. After the event it was claimed that the pt began to bleed from an incision site. The pt's incision was re-opened to stop the bleeding. The pt tolerated the procedure and was reported as recovering and in satisfactory condition.